Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve was found to leak when it was tested prior to implantation. No adverse impact or injury to the patient was reported, and the report states the patient was ¿overall ok¿ following the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.